Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report.

Event description:
The digital stryker prophecy team received a CT scan indicating that the patient underwent a device revision procedure due to suspicion of baseplate loosening. The baseplate did turn out to be loose. The stem was tested for stability and retained.

Event description:
The digital stryker prophecy team received a CT scan indicating that the patient underwent a device revision procedure due to suspicion of baseplate loosening. The baseplate did turn out to be loose. The stem was tested for stability and retained.

Manufacturer narrative:
Correction - h6 (results code). The reported event couldn¿t be fully assessed since the device was not returned for evaluation but with the available radiograph loosening could be confirmed. With the available radiograph a formal medical opinion was sought the x-ray show a revive stem in a reverse configuration. There are radiolucent lines around the screws with can be caused by mechanical or infectious loosening of the glenoid construct. Since no infection was mentioned and the stem was well-fixed and retained, I conclude to aseptic loosening of the baseplate and screws until additional information may come about. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. Indications of material, manufacturing, or design related problems were unable to be identified as the lot number was not communicated. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. If the device is returned or if any additional information is provided, the investigation will be reassessed.